Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 7 in the mouth, primary stability was achieved, however, clinician noted patient's infection, mobility, bleeding and an abscess on that day. Another implant was not placed on the same day in site nor was the site grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 7 in the mouth, primary stability was achieved, however, clinician noted patient's infection, mobility, bleeding and an abscess on that day. Another implant was not placed on the same day in site nor was the site grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).